Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter did not work properly. The representative advised to pinch the wick and sent sample wick packet. It was noted that the patient had been using the purewick product for more than 90 days. Per follow-up information received via phone on 31mar2022, patient developed a urinary tract infection when they wore the purewick catheters off and on, so they threw them out. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the purewick female external catheter did not work properly. The representative advised to pinch the wick and sent sample wick packet. It was noted that the patient had been using the purewick product for more than 90 days. Per follow-up information received via phone on 31mar2022, patient developed a urinary tract infection when they wore the purewick catheters off and on, so they threw them out. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours." "Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation." "Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients." "Not recommended for patients who are: experiencing skin irritation or breakdown at the site". The device was not returned.